Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump buttons were unresponsive. The blood glucose reading was not given.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage on the keypad assembly or unlocked keypad connector on the printed circuit board noted. No button keypad anomalies noted. The insulin pump passed the leak test, self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.